Event description:
The risk mgr from the user facility reports a broken haptic was noted following insertion of the intraocular lens. The lens was removed and replaced. There was a capsular tear that extended during removal of the lens and a vitrectomy was required. Follow-up revealed the pt had an excellent outcome following surgery. Event was submitted by the user facility to the FDA.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.